Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports that during a revision procedure due to infection, the tip of the stem impactor rod broke off of the shaft while attempting to extract the implant. Per email communication, the tip was retrieved and the procedure was completed without patient injury. However there was a surgical delay >30 minutes, as an eto (extended trochanteric osteotomy) was necessary in order to extract the stem. To date, the requested surgical report and x-rays have not been provided. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A visual inspection confirmed the tip is broken off the stem impactor rod and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during surgery, the threads of the stem impactor rod broke off of the tip of the shaft while trying to explant an implant. Pieces were retrieved with a forcerps. Procedure continued with a delay greater than 30 minutes because an eto was done to extract the stem. The patient outcome is unknown.